Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective optical unit. The optical unit contains a camera and a sensor ensuring automatic dose rate control. According to the working chain mechanism, first the generator produces x-ray and then the camera detects the delivered dose. If it is higher than the pre-set value, a signal will be sent to the camera iris to shrink. In such case, the movement sensor on the iris will send a signal to the generator to reduce the output. In the present case the optical unit was mechanically blocked. Therefore, the iris of the camera cannot move and the system cannot automatically adjust the dose value. If the iris movement is mechanically blocked the system will display the error messages "error e7400" and "error e7401" to the user on the control console during power on self-inspection process as well as when x-ray is released and no iris movement signal is sent. The x-ray production will be stopped within a short time frame. In this event, examination of the patient hand was performed using a mid-level output dose of 0.6 cg / m². Because the hand is a very thin human tissue, the required dose was delivered very fast. The typical acquisition time for such image is much smaller than the time necessary to interrupt the production of x-rays. Therefore "error e7400" and "error could not trip and the acquired image was displayed to the user indicating the 10 fold dose of 6cg / m². The defective optical unit was not returned for investigation. The optical unit was replaced and the automatic dose rate control works as specified. No corrective action in the field is planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the siremobil compact l system. The user reported a dose rate ten time superior to the nominal dose during a surgery procedure performed on a hand. The nature of the procedure including the duration is unknown. There is no report of impact to the state of health of the patient involved.